Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion to the cause of the event. Product location unknown.

Event description:
It was reported the seal of a cement package had been breached. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrective action has been initiated for the reported issue. (B)(4).